Event description:
The hcp reported the pt was experiencing increased spasticity in 2003. The catheter was reported to be okay without leaks. A rotor test of the pump showed no motor function. The pump was explanted and replaced. The pt outcome is reported as "good therapy benefit after replacement of the pump.: rotor test of the pump showed no motor function."